Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set issues in which the site clip was difficult to unclip when disconnecting at the site event on (B)(6) 2026. The infusion set was in use for less than an hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.